Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed with good mr reduction. The clip was repositioned in an attempt to achieve better results; however, after grasping, the mr was not reduced. After opening the clip, the mr was worse than pre-procedure and damage to the valve was suspected. The clip was repositioned several times and able to be deployed. A second xtr clip was implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage appears to be related due to patients anatomy (thin, restricted leaflets and enlarged atrium) in conjunction with procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.